Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. Upon interrogation, the device exhibited a fault code 05. Technical services determined that the device was end of life (eol). The device was explanted and sent to guidant for analysis. A new guidant implantable cardioverter defibrillator (ICD) was successfully implanted.